Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Right hip reported under on (B)(6) 2011 mfg# 2249697-2011-00520.

Event description:
It was reported that "pt 11 years ago had bilateral total hip arthroplasties for developmental dysplasia of the hip. Both sides developed massive osteolysis. Right side was revised in march, and that side is doing well. The left side was to be done in a staged manner." Revision of left hip performed on (B)(6) 2011. Replaced acetabular shell, liner, femoral ball. Anterior approach."